Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring seals did not load properly. The nurse stated that the delivery tubes were positioned too tight/too close to the seals, so when they rolled the seals, the seals would not roll properly and would not load completely inside the delivery tube. As the delivery tubes were removed, the seals stuck inside the loader device. The physician's assistant also has trouble loading the seal as he tried to help. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode. (B)(4).